Manufacturer narrative:
Product ID 37761, serial# (B)(4). Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the replacement desktop charger resolved the issues. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the connector pin broke off of their desktop charger. The patient stated that their back had been hurting for ten days because of the connector pin being broken. The repair department was contacted and a replacement desktop charger was requested. No further complications were reported or anticipated. Indication for use is spinal pain.